Event description:
The customer reported that during a patient event, their device was having some power issues. The customer indicated that they were attempting to perform a non invasive blood pressure reading on the patient, but their device could not be powered on to do so. The customer indicated that they shook the device and the device was able to be powered on successfully. During the boot up process, the device was bumped and it lost power. The customer continued care by performing a manual blood pressure reading and the patient did not suffer any adverse effects as a result of the reported power failure. No additional information on the patient or the event was provided.

Manufacturer narrative:
After further investigation, the most likely cause of the reported power issue was determined to be due to the connection of a shorted accessory cable to the device system connector.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the attached external modem with corresponding connection cable was causing the reported power issue. The modem was removed from service and physio-control tested another modem from the customer and observed normal operation. Proper device functionality was observed through functional and performance testing and the device was returned to the customer for use. The external modem was not returned to physio-control's failure analysis center for further evaluation.